Event description:
It was reported on (B)(6) 2010 that the lead had svc defib high impedance. After the technical services consultant reviewed the patient data with the clinician, the technical services consultant suggested that it could be a lead fracture. On (B)(6) 2010, it was further reported that the short v-v count was 4100 since (B)(6) 2010 and non-sustained episodes exhibit short cycle lengths. On (B)(6) 2010, it was reported that the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had high svc defib impedance. A lead fracture was suspected. The lead remains in use. No patient complications have been reported as a result of this event.